Event description:
Reporter alleged system malfunctioned. Corneal burn occurred during phacoemulsification, the cassette was changed, phaco resumed and iol implanted. Three sutures used to close would.